Event description:
It was reported that after use, the insulin remaining in the pump cartridge contained foreign matter.

Manufacturer narrative:
The cartridge has not been returned to animas for eval. The pt's mother was unable to provide the lot number; therefore, no further eval could be conducted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for foreign material prior to release for distribution. No conclusions can be made at this time.